Event description:
Caller states that she had taken insulin for the first time that morning. She reports attempting to test on another device, but due to error, could not obtain a result. She tried to use this device and reportedly tested at 180 mg/dl. She states that she felt ill and called the paramedics who arrived 10-15 minutes later and obtained a result on their equipment of 39 mg/dl. She states that the paramedics gave her a glucose IV and transported to the hospital. She states that she was fed at the hospital and tested every 1/2 hour. She reports by 7 pm that evening her blood glucose was 130 mg/dl and she was released from the hospital. No control solution was reportedly used. Requested return of suspect device and replacement was sent.